Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es new patients orders are not crossed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that all new patients and orders were not crossing over to a single station. A technical support specialist checked the server. The missing patient was found and had already been reconciled with two temporary patients. The customer was contacted, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.